Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service found the ise system was dirty. The fse cleaned the ise and replaced the sample probe to resolve the issue. (B)(6).

Event description:
The customer reported obtaining high sodium (na) patient results involving the au680 clinical chemistry analyzer. There was no change to patient treatment in association with this event.